Event description:
The customer contact reported the patient received more medication than intended. At an unspecified time, channel 2 of the device was programmed to deliver propofol 1000mg/100ml and the delivery was started. No further programming parameters were provided. After approximately 1 hour, the device reportedly alarmed for distal air in line. At this time, the nurse noted the propofol container was empty. There were no adverse patient effects. No medical interventions were required. The device was removed from clinical service. Though requested, no additional information was provided including if the nurse noted air in the tubing distal to the device.

Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 19.9ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/-1ml (+/-5%). The device history was downloaded at the manufacturing facility. A review of the device history indicated that on 04/12/2010 at 0326, line a, was programmed in the dose calculation mode to delivery propofol 1000mg/100ml with a dose of 40mcg/kg/min and weight of 86.4kg, for a calculated rate of 20.7ml/hr with a vtbi (volume to be infused) of 95ml for a duration of 4 hours, 35 minutes and the delivery was started. The delivery was titrated 19 times between the 0326 and 2353. A review of the device history showed no distal air in line alarms as reported by the customer. A review of the device history delivered as programmed. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).